Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n174320035, implanted: 2009-01-12, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n174320035, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving dialudid (30 mg/ml at 8.5 mg/day) via an implantable infusion pump. It was reported that during an elective surgery the catheter was cut. The caller stated that they are not going to revise the catheter and want the pump stopped permanently.